Manufacturer narrative:
Updated: e1, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of user handling/ insufficient device reprocessing. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. ¿8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿1 keep the air/water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. In addition, the following non-reportable malfunctions were found during the device evaluation: pinhole in the channel tube, scope connector deformation, angle wire wear, bending section rubber adhesive chipped, insufficient angle, up/down knob and control lever scratched, light guide adhesive peeled, distal cover scratched. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer originally returned his olympus evis lucera elite colonovideoscope due to an internal air bubble noted from the forceps port. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A pinhole was discovered in the tube and compromised water tightness ¿ likely causing the reported air bubbles. Additionally, as noted in b5, the unit had undergone insufficient reprocessing and foreign material was found clogging the nozzle. The unit had several other points of wear and tear throughout the device. Those include, but are not limited to deformation, chips, scratching, and peeling. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.